Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, upon opening the packaging for the 120 cm. 7 fr. Smart biliary 14 x 60 stent the handle and locking mechanism were noted to be loose. The product was not clinically used and was discarded. There was no reported patient injury. Another stent was used to complete the procedure successfully. The red safety tab seemed "loose" so they decided not to use it and discarded the product. It was not known if the product was received/delivered in this condition. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. No additional information including target lesion information is available.

Manufacturer narrative:
Complaint conclusion: a report was received that the red safety tab of a 7fr 120cm 14 x 60mm smart biliary stent delivery system (sds) were noted to be loose when the device packaging was opened. The site reported that the device had been stored according to the instructions for use (IFU) and that there was no damaged noted to the product packaging and that they had no difficulty removing the device from the packaging. The site opted to not use the device and the procedure was successfully completed with another device with no reported patient injury. The product was discarded and was thus not available for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU instructs the user to examine the product for any damage. If it is suspected that the sterility or performance of the device has been compromised, users are advised to not use the device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.